Event description:
Device malfunction: none. Symptoms / ae: stroke, death. Time of ae: approximately 20 days after the procedure. It was reported that 20 days post a left internal carotid artery stenting procedure, in 2009, the patient was experiencing episodes of confusion and forgetfulness and had a fall in the shower. Two days later, the patient was hospitalized with exacerbation of congestive heart disease, digoxin toxicity and mental status changes, later diagnosed as a stroke. During hospitalization and later rehabilitation, there was some improvement, however, twelve days later, the patient's cardio-pulmonary status declined. The patient was intubated and stabilized and then was transferred from rehabilitation to the intensive care unit (ICU) for closer monitoring. Once in ICU, the patient went into asystole and cardio-pulmonary resuscitation (CPR) was initiated; however, after approximately 15 minutes, CPR was discontinued and the patient was pronounced dead. Reportedly, the causes of death were cerebrovascular accident, atheroschlerosis, end stage renal disease and hyperkalemia. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There were no xact stent malfunctions reported. Stroke, respiratory distress, cardiac arrest and death are known possible adverse events associated with the use of the device as listed in the xact stent instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.